Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1lfmu031, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that imaging on (B)(6) 2017 showed lead migration. It was noted that device interrogation was normal. The device was reprogrammed and the issue was noted to be resolved without sequelae. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitqnt products: product ID: 977a260, lot# va1lfmu031,implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the date of the event and the patient's weight were reported).